Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/30/2021. H.6. Investigation: customer returned (69) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that needles clog during the flow check, pen needles without the tear drop label or inner shield and stuck their finger on a non patient end needle. All returned pen needles were examined and 61 out of 69 samples exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. All remaining pen needles were tested and all were able to expel properly without any observed defects. All returned pen needles were examined and no defects were observed on any of the samples that could lead to a needle stick. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer. H3 other text : see h.10.

Event description:
It was reported that the bd ultra fine¿ pen needle clogged during the flow check, and was difficult to attach to the pen. These events occurred once each in lots 9303563 and an unspecified lot. The following information was provided by the initial reporter: "consumer reported finding clogged needles during the flow check. Removes the pen needle and uses a new pen needle. Consumer reported stuck her finger on a non patient end needle from this box. No medical attention needed. Consumer reported when attaching to the pen can feel its going on different. She informed places on pen streight."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9303563. Medical device expiration date: 2024-11-30. Device manufacture date: 2020-01-28. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra fine¿ pen needle clogged during the flow check, and was difficult to attach to the pen. These events occurred once each in lots 9303563 and an unspecified lot. The following information was provided by the initial reporter: "consumer reported finding clogged needles during the flow check. Removes the pen needle and uses a new pen needle consumer reported stuck her finger on a non patient end needle from this box. No medical attention needed consumer reported when attaching to the pen can feel its going on different. She informed places on pen streight."